Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07302. Related manufacturer reference number: 3006705815-2019-02370. It was reported the patient experienced good coverage of her pain areas, but not enough to warrant leaving the system implanted. Reportedly, therapy was never as effective as patient expected. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07302.related manufacturer reference number: 3006705815-2019-02370.